Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting gradually increasing impedance measurements on the shocking lead.